Event description:
It was reported that the customer's insulin pump did not deliver the correct amount of insulin. Troubleshooting was performed. The infusion set and site was changed, and the high pressure test was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.